Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing continual pain and has tested positive for nickel allergies.

Manufacturer narrative:
The devices involved were reviewed for compatability with no issues noted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the tibial and femoral components. Primary operative notes state the patient underwent left total knee arthroplasty due to degenerative arthrosis with valgus malalignment and flexion contracture. The notes state that after the procedure, the patient had full extension and full flexion, good overall alignment and good stability throughout a full range of motion. A metal sensitivity test approximately one year after the primary surgery identified that the patient is mildly sensitive to nickel, iron and vanadium. The femoral component used contains nickel and iron and the tibial component contains iron and vanadium. Per the nexgen cr, ps, cra, lps, and lcck package insert, metal sensitivity and pain are known risks of this procedure. It appears that the patient¿s pain and reaction/sensitivity are due to the noted metal allergies.